Event description:
Reported from published article: "rectal trauma and associated hemorrhage with the use of the convatec flexi-seal fecal management system: report of 3 cases". A (B) (6), woman, with an extensive medical history of endocarditis and stroke presented to the emergency department in hypovolemic shock with bright red blood per rectum. Her medications included warfarin for prosthetic mitral valve, although her international normalized ratio was subtherapeutic (1.7) on presentation. The staff at the pt's ecf had found her inflated fms lying in the bed next to her, and unintentional traumatic removal of the device was assumed. Anoscopy and subsequent colonoscopy revealed 2-cm mucosal tear beginning 3 cm from the anal verge in the anterior rectal wall. After an attempt at obtaining hemostasis with direct pressure and topical thrombin, transanal suture ligation was performed on actively bleeding sites. The pt was discharged to her ecf several days later at her baseline condition.

Manufacturer narrative:
(B) (4).